Event description:
Our son was sent home from school with what they thought was pink eye. Md doctor said it was not. She gave us antibiotics for his eye and said to see an eye doctor, because she couldn't diagnose. He was unable to open his eye for days. We then received a letter that there was a recall on his avaira contacts. The eye doctor said that, that caused a corneal ulcer and there is permanent vision loss and scarring. He is no longer able to wear contacts and has three expensive medications he is using. We have been to a corneal specialist who agrees with the other eye doctor that there is permanent damage and scarring to his eye.